Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted for gastrointestinal (gi) bleed. The hosp will continue to monitor the pt.

Manufacturer narrative:
A correlation between the reported gi bleed and the device could not be determined as the device was not available for evaluation. The patient remains ongoing with the device and no additional events related to bleeding have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.